Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/28/2018 resulted in defect found: no chemistry observed on returned test strips. After qc investigation the event was determined to be reportable. Final root cause investigation has been completed. Washed strips. No chemistry observed. No further investigation required. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint of e-0 error code: invalid hematocrit. Customer stated the e-0 error only occurred with this vial of test strips and with multiple strips. During the call on (B)(6) 2018 the customer felt well and did not report any symptoms. Medical intervention not reported at the time of the call as a result of the meter's readings. Blood test performed during call an produced result of e-0. The product storage was not disclosed. Test strip lot manufacturer's expiration date is 09/23/2019 and open vial date was unknown. Adverse event not reported at time of call.